Manufacturer narrative:
Device used for off label indication. The indication device used for was mhy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the healthcare professional (hcp) uses a pelvic health kit to test their programmer for deep brain stimulation cases. The rep stated that they believed the stylet was missing out of the kit. No further complications were reported or were expected. Indication for implant is unknown.

Manufacturer narrative:
Analysis of the accessory 3550-03 interstim kit-twist lock lot # n664269 confirmed the allegation. It was found that the twist lock connector was missing from the screening cable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the cover was missing out of box to place the lead. A new one was opened and used and the issue was resolved without patent harm. The issue occurred on (B)(6) 2016. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.